Manufacturer narrative:
Concomitant: product ID neu_ins_stimulator, product type implantable neurostimulator . Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_ext, product type extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient went to the operating room for a depleted implantable neurostimulator (ins). The ins battery had failed and malfunctioned so the patient had to go back to the operating room for a second time two days later to have the ins replaced. The patient is right handed and had severe medically intractable dystonia. (B)(4).